Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had b30 scope communication errors, e315 scope errors, and the endoscopic image did not display. The event occurred during preparation before use in a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failures were not confirmed. However, the following reportable malfunctions were identified during the device evaluation: scope communication error b31. Since the malfunctions were not reproduced, a root cause could not be identified. Regarding the additionally identified malfunction, the most probable cause is corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.